Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 52 mg/dl. The customer reported via phone call that the insulin pump received compromised force sensor system. Drive support cap appears to be normal. Troubleshooting was not performed for low blood glucose level. The insulin pump will be returned for analysis.